Manufacturer narrative:
Three 2000e china samples were received with one opened packaging from lot 24025569 for investigation. No connecting product was returned to aid the investigation. The customer reported that "the connector would not open, replaced the pre-filled catheter flusher and found the same problem." As part of the investigation, the customer provided videos to demonstrate the reported issue; analysis of the video's confirmed the customer's experience as the smartsites could not be accessed in each instance. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe. One of the three samples, confirmed the customer's experience as the smartsite remained occluded despite repeated attempts to access the smartsite. Inspection of the piston identified that it remained closed during connection with a syringe. The remaining two samples flushed without any abnormalities observed. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that the incorrect amount of fluorosilicone was likely due to a fault within the assembly machine during manufacture of the affected smartsite. A review of the production records for lot 24025569 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, the automatic assembly machine has been repaired to ensure the fluorosilicone is being correctly dispensed into each smartsite; furthermore at the start of the assembly process the manufacturing operative will continue to measure whether a sufficient amount of fluorosilicone is being injected. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that reports of this nature against products in the smartsites product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: I opened the 2000e package and found that the connector could not be opened when pre-filling the connector. I replaced the pre-filled catheter irrigator and found the same problem. I replaced the connector with a new 2000e and found that the situation was similar. Even after replacing multiple connectors, the problem persisted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.